Event description:
It is reported that patient underwent left total hip arthroplasty on an unknown date in 1995. Subsequently, an upcoming revision procedure had been indicated due to osteolysis and poly wear. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.